Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 09-oct-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 16 mg/ml at 11.52 mg/day, dilaudid 3 mg/ml at 2.16 mg/day and compounded baclofen 1200 mcg/ml at 864.4 mcg/day via an implanted pump for an unknown indication for use. The patient reported the doctor needed to increase the dose and did not notice improvement in symptoms. The patient was referred for a dye study which was unsuccessful. They were unable to aspirate the catheter. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The patient was referred for a catheter revision/replacement. The old catheter was tied off and remained in the patient. The new catheter was placed and aspirated successfully. The issue was resolved at the time of this report. The patient¿s medical history included t6 injury after a motor vehicle accident (mva), intractable spasticity, and chronic pain.